Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had unexplained high blood glucose. Customer went to the emergency room and was hospitalized. The blood glucose reading was 336 mg/dl. Customer stated that the insulin pump stopped working correctly. Customer stated that he changed his battery, but had the battery in backwards. Nothing further was reported.